Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A distributor contacted physio-control that one of their devices would not power on. The device had a charge-pak, attention and service wrench icon in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported device issue. It was observed during testing that water had infiltrated the device, causing rust and corrosion throughout the device, leading to the device not being able to power on. The customer was sent a replacement device.

Event description:
A distributor contacted physio-control that one of their devices would not power on. The device had a charge-pak, attention and service wrench icon in the readiness display. There was no patient use associated with the reported event.